Manufacturer narrative:
H2) additional information: a4, patient weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a registration issue. During planning, the red reference marker was located on the back of the base of the pedicle. Then when in operate, the reference marker shifted to the back of the spinous process. The registration was completed successfully. The site completed a landmark accuracy check at s1 and confirmed the navigation accuracy. The site completed the screw placement and all three screws were slightly off. The first trajectory was about five millimeters superior. The second trajectory was not far off, but was not equal to the plan. A bist test was accurate during the setup. It was also noted that there was shoulder shift during the case. There was no patient harm and the procedure was not delayed.

Manufacturer narrative:
A4: the patient weight was unavailable at this time. H3, h6: the exports were returned for clinical analysis. The log files showed no indication of force applied on the arm. However, a shoulder shift was detected after the arm was sent to the 3rd trajectory. Log files showed that after the shoulder shift occurred the mount was unlocked, at this point the registration was lost and the trajectories were no longer accurate. Nevertheless, the third trajectory was executed while the mount was open, resulted in the deviation observed. According to the user manual (tsd0114-01) after a shoulder shift the user is required to perform the operation workflow again. The investigating team concluded that the root cause for the deviation experienced in the operating room was user error in surgical workflow. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.